Event description:
Pt had mastectomy of right breast w/reconstruction w/silicone implant in 1985. Implant had shifted and changed shape. Implant found to be ruptured. Replaced w/saline and tram flap reconstruction.